Manufacturer narrative:
The device remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for entrapment of the clip, resulting in deployment in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was implanted at a2/p2 segment. A second mitraclip (90223u131) was advanced to further reduce mr, however it got caught in the myocardial fibers and it was unable to be freed. The clip was closed and released in the anterior leaflet. As the jet continued, a third clip (90223u129) was advanced and implanted between the first and second clip. However, after deployment the medial jet was noted to be increased, so a fourth clip was successfully implanted at a3/p3 segment, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to delivery mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported entrapment of device component appears to be due to procedural circumstances which resulted in the reported patient effect of foreign body in patient. There is no indication of product quality issue with respect to manufacture, design or labeling.